Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during patient use, an 'o2 sensor cal' error occurred. The sensor could not be calibrated and was replaced to resolve the issue. There was no medical intervention or adverse patient effects reported.